Manufacturer narrative:
The device had been in use at the user facility for more than 2-years. Visual evaluation of the subject product found thermal damage to internal components. The membrane switch ribbon cable is in close proximity to the control board (u2 logic chip). The heat damage on the chip was located on the surface directly under the ribbon. While there was space between the chip and the ribbon, it appears that heat build up resulted in thermal damage to the internal components. There was no identification of a manufacturing/material defect. A review of the manufacturing records was performed for the reported lot/serial number and found the lot was manufactured to specification.

Event description:
It was reported that in preparation for a procedure when attempting to prime the x-stream controller, once the irrigation button was pressed, the prime light illuminates however the controller will not do anything past the prime stage. Another controller was used in the case with the tubing set. There was no patient injury or intervention as a result of the problem experienced. The subject product was returned and evaluation identified that some internal components had heat damage. There was no report of a short circuit, smoke, or flame having occurred during use of the device.